Event description:
Regarding exactamix 2400 valve sets (reference h938 724, lot 60331318, exp 2024-07-31). Port number two was observed to bypass internally when the machine was at rest, and also during operation. Intralipid is on port number two. During operation, 2:1 tpn would have a slightly cloudy appearance when it should be crystal clear. These bags were discarded. In addition, if the machine sat at rest for more than 10 minutes, an estimated 0.5 ml to 2 ml of lipid could be observed leaving the port and slowly accumulating inside the valve set tubing distal of port two. Immediately upon observation, tpn bags were discarded, and these valve sets were replaced, and issue resolved. This occurred on (B)(6) 2022 and (B)(6) 2022, with three different valve sets of this lot on two different em2400 machines. The valve actuators on the machines are without flaw. All remaining valve sets having this lot have been quarantined. One sample defective valve set has been retained and is available for shipping/inspection. At time of observation, the valve sets were installed on the machine for less than an hour. FDA safety report ID # (B)(4).